Event description:
Customer's mother reported that the insulin pump was exposed to fluid. Customer's mother stated that the customer jumped in the pool while wearing the insulin pump. Fluid was noted to be visible in the screen of the insulin pump. Customer's current blood glucose reading is 131 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with blank display due to corroded electronic assembly. Insulin pump had moisture damage found on motor. Insulin pump had a cracked reservoir tube lip.